Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Manufacturing investigation: DHR review complete. DHR review: review DHR, associated ncmr / reworks, and document conclusion. A review of device history record (DHR) for work order# 54124843, part# 600085744, batch# 7338694 was reviewed and no issue was found. All units that passed visual and functional inspection were released into component goods. Review conclusion: allegation was unable to be confirmed or not confirmed (unable to determine from information available. Rationale: DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for level build. Based on the investigation performed, there is no indication of an escape from manufacturing, and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The unit was not returned. The event of an ipg being at its end of life was reported to abbott. The plan was to replace the ipg and possibly change therapy to drg. It was reported the patient underwent a revision on (B)(6) 2023 where the entire system was explanted. The ipg was as end of service and the lead was ¿distorted¿. There were no complications. The ipg in question was not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue."